Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for one (1) patient sample were obtained by the user manually reading and interpreting the test cartridge. The customer stated that a veritor analyzer was not used. The patient was retested using a pcr respiratory panel and a positive flu a h3 result was obtained. The patient was symptomatic and treated based on the positive pcr result. There were no health impact or consequences reported. It should be noted the actions of manual reading and interpretation of a test cartridge are considered off-label use of the product. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5020559. The customer reported that they received negative results with a patient sample while using the veritor kit, however, they received a positive flu a result with confirmatory pcr testing. They also confirmed that the cartridge was read visually and was not inserted into a veritor analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.